Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. When the delivery device was put in the loader, it pulled back on the seal and the entire delivery system totally disengaged from the device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).